Event description:
In 2009, the pt reported experiencing elevated blood glucose the day before, and the "pump stopped delivering the bolus." He stated that his blood glucose elevated to 228 mg/dl and then elevated to 446 mg/dl and he switched to his backup infusion device. He stated that he changed the insulin cartridge and infusion tubing on the primary infusion device and attempted a bolus in the air and no insulin dripped from the end of the infusion tubing. He stated that when he removed the insulin cartridge from the infusion device "I noticed it had insulin down in it." He estimated that 10-15 units of insulin spilled in the cartridge compartment and he dried it with a towel. He was not able to explain how insulin entered the cartridge compartment. He stated that he does not attach the adapter or infusion tubing to the insulin cartridge prior to inserting it into the infusion device and he was advised to do so. The pt was assisted in inserting an insulin cartridge into the primary infusion device and priming the infusion set. He confirmed that insulin dripped from the end of the infusion tubing. The pt's blood glucose was not elevated at the time of the report. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.